Event description:
It was reported that in a clinical observation of "prophylactic negative pressure wound therapy after lower extremity fracture surgery: a pilot study" that the pico negative pressure wound therapy (smith & nephew) was applied to 60 patients, 1 of these patients presented a dehiscence. It is unknown treatment of this complication. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. This complaint is born from a literature review with no identifiable device. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. No batch/lot details have been provided, due to this we are unable to conduct a review of the device history, however at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the renasys gel patch has been reviewed with two further instances recorded. Clinical/medical review reports, the data provided is from an article from the netherlands that reported a clinical observation of "prophylactic negative pressure wound therapy after lower extremity fracture surgery: a pilot study.¿ however, the limited information provided did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. Wound dehiscence is contained within the risk files under various failure modes such as, poor removal technique and out of spec dressings. However, without product details or failure mode details a thorough review cannot be carried out. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. B5 updated.

Event description:
It was reported that in a clinical observation of * "prophylactic negative pressure wound therapy after lower extremity fracture surgery: a pilot study" that the pico negative pressure wound therapy & renasys adhesive gel patches (smith & nephew) were applied to 60 patients, 1 of these patients presented a dehiscence. It is unknown treatment of this complication.